Event description:
Event description cpi received information that during an attempted implant procedure this sweet tip bipolar lead (4269) was caught on a valve, and broke off during procedure. It was replaced with another (4269) lead.